Manufacturer narrative:
The device was not returned for analysis, as the stent portion was left in the patient and the pushwire was not received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an acute stroke case, the sfr3-4-40-10 device broke off after the 2nd pass. The stent portion of the device separated in the left m1/m2 and remains in the patient. The procedure was still successful resulting in a tici3 (fromtici0) recanalization of the vessel. The characteristics of the clot was unknown. There was no friction during delivery, but there was friction during retrieval due to the patient¿s vessels having stenosis. It was not known if the microcatheter tip covered the solitaire¿s proximal marker during the attempted retrieval. The stent was not torqued and it was not repositioned during the procedure. No damage was observed on the devices prior to use. A continuous flush was maintained during the procedure. The patient was in stable condition and in rehab.

Manufacturer narrative:
The proximal pushwire was returned for evaluation without the stent as it remains in the patient. The pushwire broken segment was sent out for scanning electron microscope (sem) analysis. The investigation has not been completed; therefore, the cause of the event has not been determined. Once the investigation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred during a procedure to treat an acute stroke. The solitaire platinum pushwire was returned for analysis without the stent. Therefore, any contributing factors from the stent could not be assessed. Base on the customer¿s report of ¿separation¿, the issue was confirmed as the pushwire was found to be broken. Per the sem (scanning electron microscopy) analysis report, ¿fatigue features are visible on the fracture surface. Majority fracture surface exhibits dimple features.¿ device separation can occur due to anatomical considerations (level of tortuosity, variants of anatomy at the aortic arch or neurovasculature); delivery and retrieval friction; higher number of device passes; presence of hard clots / thrombus entanglement with over bending during the retraction process; presence of a pre-existing extra/intracranial stenosis or calcified plaque; alignment of the microcatheter with the proximal end of the solitaire device or removal of the microcatheter prior to retrieval of the solitaire device. In this event, use context contributed to the event as difficulty was encountered removing the device upon both passes as there was presence of vessel stenosis proximal to the thrombus site. Information regarding the patient¿s vessel tortuosity, clot characteristics or if the stent proximal marker was covered by the micro catheter during device recovery was not available; therefore, any contributing factors could not be assessed. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, no lot history record review is required. All products are 100% inspected for damages and irregularities during manufacture. As noted in the solitaire platinum IFU (instructions for use): ¿to retrieve thrombus, slowly withdraw the microcatheter and the solitaire¿ platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire¿ platinum revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire¿ platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire¿ platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire¿ platinum revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. If excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ in addition, ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.